Event description:
Approximate 1 inch slice/cut was found in the wrapper of a basin used in a spinal surgery case. The cut was clean, like a knife and went through both layers of the wrap. This was the outer wrapper and draped under the basin on the ring stand. Case was upgraded to a level 2 wound related to the breach in sterile technique.